Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: during a gastric bypass, the needle fell out of the jaws of the device. The jaws were closed then opened to take through another knot and the needle fell out. The ears were still completely retracted when the needle fell out. A second surgidac reload was loaded and the needle fell out again. The needle fell into the patient cavity but was retrieved with graspers. No adverse events have been reported.

Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. Three subject needles were received. Each subject needle was loaded onto the instrument. Each needle was found to function properly when applied through layers of test media. Pressure was exerted on each needle in all directions and from both sides of the jaw to simulate clinical conditions. Each needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling each needle. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions . A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).